Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Unit was successfully downloaded using thump software. During download history review using the pump detailed trace, it recorded pump error 63 (variable 2, file number = 49, 2006; line number = 19208, 704) alarms occurred three consecutive times on (B)(6) 2025 at 20:38:22.000. Per engineering troubleshooting guide, it was determined that pump error 63 was trigger by hardware issue with the lcd. Stuck button alarm recorded on (B)(6) 2025 at 04:28:59.000 until (B)(6) 2025 at 05:28:31.000. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 and pcba 2. The p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: missing display window/cover, cracked keypad overlay, scratched case, serial number label missing, cracked case-corner of belt clip rails and end cap address label missing. Cosmetic damage confirmed at the serial number label. Critical pump error (open book image) alarm was confirmed due to pump error 63. Pump error 63 confirmed due to hardware issue with the lcd. Stuck button alarms found in the history files on (B)(6) 2025. Unable to confirm battery failed alarm, failed batt test and keypad anomaly due to critical pump error (open book image) alarm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a stuck button alarm. The customer reported a labeling issue. The customer reported receiving a battery failed alarm. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the keypad anomaly, and the pump was exposed to a change in altitude. The customer removed and reinstalled the battery cap without removing the battery, but the pump did not return to normal function. Troubleshooting was performed for the labeling, and the product labels were reported as missing, removed, worn, faded, or damaged following usage. Troubleshooting was performed for the battery failed alarm, and the customer reported that the battery cap contacts and battery compartment are not damaged or corroded. The customer received another battery failed alarm after inserting a new battery. The customer completed a pump restart and inserted another battery. The battery failed alarm did not recur. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.